Event description:
The event is reported as: the balloon deflated during treatment. No pt injury report.

Manufacturer narrative:
Sample has not been returned to MFR at time of this report. The results of the investigation are not available at the time of this report. A follow-up report will be sent when investigation is complete.